Manufacturer narrative:
Review of lot history records for the involved devices confirmed manufacturing steps and processes were met and followed. There have been no issues with any sterile disposable manufacturing lots produced to date. Product met specifications prior to shipment. This MDR is being filed after a retrospective review of all complaint reports.

Event description:
Patient diagnosed with bilateral tissue necrosis in the axilla after treatment; required debridement and prescription antibiotics. Physician reported patient is healing and expected to fully resolve.